Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure from the patient's left eye. It was stated that the patient was not able to see well due to experiencing dysphotopsia and that a new lens was implanted. No further information was provided.

Manufacturer narrative:
No patient complications were reported when the lens was explanted in a secondary procedure. There was no vitrectomy and no incision enlargement reported. The lens was replaced with a lens from another manufacturer. The patient is reported to be doing well. The lens was returned to the manufacturer for evaluation. It was received cut in two parts. Residue of viscoelastic (ovd) was observed in the optic body near the lens edge. In addition, a few loose particles were observed in the sample compatible with handling the lens out of the sterile environment. No defects in the lens haptics were observed. The sample was observed with the characteristic of an acrylic 1-piece intraocular lens. The condition observed in the lens received is consistent with a lens that has been removed from the patient's eye. The manufacturing record review showed that all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. Based on the documents reviewed, the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Usage of device: initial use of device (the field was blank at the time of sending the initial MDR). All pertinent information available to abbott medical optics has been submitted. Placeholder.